Manufacturer narrative:
The fse replaced the backup battery to resolve this issue.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the backup battery was failing to charge. No patient involvement was reported.